Manufacturer narrative:
Patient information and serial number requested; information not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced significant bleeding intra-op and required a transfusion of 23 packed red blood cells (prbc). Another 3 units of prbc's were transfused the next day while in the intensive care unit (ICU). The patient's blood pressure was reported elevated as well. When attempting to wean off from cardiopulmonary bypass, the patient was noted to have significant biventricular failure. An echocardiogram revealed a non-functioning right ventricle (rv). A right ventricular assist device (rvad) was placed, and inotropes were continued. On (B)(6) 2022, the hemoglobin (hgb) was measured at 9.3 and the patient received another unit of prbcs to maintain the goal of >10 hgb. The rvad was explanted on (B)(6) 2023 and sent for cultures, which came back positive for c. Parapsilosis. The patient was reportedly having leukocytosis but no fever. Infectious disease was consulted, and the patient was started on micafungin. The patient remained hypertensive and was also volume overloaded and the medication regimen was adjusted. The patient had poor performance on pressure support ventilation/ spontaneous breathing trial and was unable to be extubated until (B)(6) 2023. Blood cultures on (B)(6) 2023 came back positive for candida. A computed tomography (CT) scan of the chest on (B)(6) 2023 found bilateral right greater than left pleural effusions with loculation in the left lower lobe atelectasis. The CT also noted post-surgical changes, aspirated secretions in the airways with bilateral ground glass opacities suggestive of aspiration pneumonitis. A CT guided chest tube was placed on (B)(6) 2023. The chest tube was removed (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events and the centrimag blood pump could not be conclusively established through this evaluation. Additionally, a specific cause for the reported infection could not be conclusively determined. The lot# of the centrimag blood pump was reportedly unknown as consent was received after blood pump removal. The centrimag pump was not returned for evaluation. It was reported that the events of bleeding, infection, and respiratory failure were related to the implant procedure and not related to the centrimag blood pump. The us (united states) centrimag blood pump instructions for use (IFU) lists bleeding, infection, respiratory failure, and hypertension as adverse events that may be associated with the centrimag circulatory support system. The IFU states that it is intended that systemic anticoagulation be utilized while the device is in use and anticoagulation levels should be determined by the physician based on risks and benefits to the patient. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The us (united states) centrimag blood pump instructions for use (IFU) lists bleeding, infection, respiratory failure, and hypertension as adverse events that may be associated with the centrimag circulatory support system under ¿adverse events¿. This IFU also provides the following warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU warning #13: the pump must be handled in an aseptic manner until primed and connected to a closed tubing circuit. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2023, the decision was made to wean the patient from epinephrine while adding antihypertensive medication. The patient¿s hemoglobin was stable as of on (B)(6) 2023 with greatly decreased chest tube output. Rvad flow was decreased to 1.5 liters per minute on (B)(6) 2023 as the patient continued on heart contraction medication without inhaled nitric oxide. The patient experienced elevated plasma free hemoglobin on (B)(6) 2023 that resolved on (B)(6) 2023 without treatment or symptoms. Normal biventricular function was demonstrated on (B)(6) 2023 with transesophageal echocardiography. The patient was off epinephrine and antihypertensive medication as of on (B)(6) 2023 with volume overload. The patient started diuretic medication. It was noted on (B)(6) 2023 that the likely source of infection was foreign material remaining at the site of rvad implantation which would need prolonged antifungal medication. Intravenous antifungal medication continued until discharge on (B)(6) 2023 when the patient continued on antifungal medication by mouth. Reported events in the previous report that occurred on or after 05jan2023 took place after removal of the centrimag blood pump.